Event description:
According the reporter, the product misfired and there was no blade retraction. Another product was used to complete the case. Patient outcome during this event was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According the reporter, per additional received there was no patient injury.